Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from an office associate via a (B)(4) sales representative concerning a patient of unknown age and gender who received radiesse. Relevant medical history and concomitant medications were not reported. On an unspecified date, the patient was injected with an unspecified dose of radiesse to an unspecified location. On an unspecified date post injection, the patient experienced an adverse event. Treatment and outcome were not reported; and causality was unknown. The lot number was not reported. Follow up information was received on (B)(4) 2019 from the physician: the physician reported via a (B)(4) sales representative that the patient experienced a vascular occlusion of the angular artery. Treatment included injecting the patient with sodium thiosulfate 25% on (B)(6) 2019. The outcome and causality were not reported.